Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder was microscopically examined, and a hole was observed at the corner of a fold in the distal end, along with wear at folds in the proximal, middle, and distal ends. Leakage testing of the first cylinder confirmed fluid leakage at the corner of a fold in the distal end. The second cylinder was microscopically examined and showed a hole in the proximal end from sharp instrument damage and wear at folds in the proximal and middle portions. Leakage testing of the second cylinder confirmed fluid leakage at the proximal end related to the sharp instrument damage. The pump was visually and microscopically examined, leak tested and functionally tested. No damage or abnormalities were observed; the pump passed both leakage and functional evaluation. The reservoir was visually examined and leak tested; no damage or abnormalities were found, and the reservoir passed the leakage test. Based on the information available and analysis results, the fluid leakage observed was most likely determined to be due to holes from wear at folds in the first cylinder. Therefore, a conclusion code of cause traced to component failure has been established.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was returned without an initial performance allegation. Analysis of the returned device revealed that the first cylinder had a hole at the corner of a fold, along with wear at folds in the proximal, middle, and distal ends, and a leak. The second cylinder exhibited wear at folds in the proximal and middle portions. No additional information was provided.